Event description:
It is reported by the patient that the device was implanted in 2006. Patient later developed groin pain and her surgeon has recommended a revision surgery, which is scheduled for 2009.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.